Manufacturer narrative:
Follow up with the complaint site indicated that there were no issues removing the balloon covers and no tools were used when removing the balloon covers the delivery system was returned to edwards for evaluation, without the balloon cover. The delivery system was visually inspected and a longitudinal cut approximately 0.25¿ in length was present near the triple marker bands. No other abnormalities were observed. The device was unable to de-aired. This confirms the complaint. Therefore, no other testing was required. Wall thickness of the crimp balloon proximal to the observed cut was measured (the area distal to the cut is the bond area and inflation balloon) and met specification. The related work orders were reviewed which did not reveal any issues that could have contributed to this complaint. A review of complaint data for november 2015 revealed that the complaint rate did not exceed control limit for commander delivery system leakage. No IFU/training manual deficiencies were identified. The complaint of balloon leakage was confirmed on the returned device; however, no manufacturing non-conformities were identified. A cut/tear was observed on the crimp balloon. It is unlikely that the delivery system left the manufacturing site with a longitudinal tear on the balloon, as all devices are 100% leak tested. Per follow up, no tools were used to remove the balloon cover. It is possible, that the crimp balloon was damaged during the removal of the proximal balloon cover, handling the stylet or handling other tools in close proximity. At this time, a definite root cause cannot be determined. During balloon manufacturing, the crimp balloon was inspected for fish eyes, gel marks, and contamination. The balloon wall thickness was also 100% inspected. These inspections make it unlikely that a pre-existing damage on the balloon was present on the device before leaving the manufacturing facility. Since no manufacturing non-conformances were identified in the product evaluation, and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions are required. As no manufacturing non-conformances were identified in the product evaluation and this failure mode does not exceed the complaint trending control limits, a pra is not required. The complaint was confirmed, but no manufacturing non-conformities were found in the returned sample, and there is insufficient information to determine root cause. No labeling or IFU inadequacies have been identified and review of complaint history revealed that occurrence rate does not exceed the control limits for this trend category. Therefore, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
During prep of the delivery system, while flushing the guidewire lumen, a hole in the balloon was found via a leak. The device was exchanged and the procedure proceeded successfully.